Manufacturer narrative:
The device was returned to the manufacturer for investigation. According to the investigation details, the teeth on the pinion gear and face gear are damaged. The affected gears were replaced and the device was cleaned, lubed and adjusted.

Event description:
It was reported that the device was leaking particles during use. None of the particles entered the surgical site. The procedure was successfully completed with a back up device and there were no allegations of adverse consequences associated with this event.